Event description:
It was reported that the insulin pump alarmed motor error and several no delivery alarms. The customer's blood glucose was 247 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No delivery test, was not performed due to prime anomaly. The device passed the rewind, basic occlusion, and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.